Event description:
Based on the evaluation performed on the olympus asset, it was observed that the forceps cover glue was missing, and the glue on the probe unit (c-body) was peeling. This MDR is being submitted based on the reportable malfunction that was found during the evaluation of the device. This MDR is being filed based on a reportable malfunction that was noted during the evaluation of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the scope leaked between distal end of the device and the probe unit; distal end of the device the glue was peeling off, the forceps cover glue was peeling and the bending section cover had a crack. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 11-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.